Manufacturer narrative:
(B)(4). Concomitant medical products: catalog # 00434811013, humeral stem 48 degrees 10 mm stem diameter 130 mm stem length, lot #62145297. Catalog # 00432604600, trabecular metal glenoid component 46 mm articular surface , lot # 62233949. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04211.

Event description:
It was reported that a patient underwent a right total shoulder arthroplasty. Subsequently, the patient's humeral head and stem were revised due to pain and stiffness. No further information is available.

Manufacturer narrative:
No device was returned for evaluation; however review of operative notes confirms the revision. Review of device history records did not identify any related manufacturing deviations or anomalies that would have contributed to the reported event. Root cause is undetermined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information has been made available at this time.